Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpected system stopped working due to windows update. The windows update was successfully completed and the issue got resolved. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped working during patient was taken to trauma after return of spontaneous circulation. Customer reported that they had a delay in accessing required medications norepinephrine, propofol, fentanyl and midazolam. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped working during patient was taken to trauma after return of spontaneous circulation. Customer reported that they had a delay in accessing required medications norepinephrine, propofol, fentanyl and midazolam. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the unexpected system stopped working due to windows update. The windows update was successfully completed to resolve the issue. The system was functional as intended.